Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. As the abnormality was confirmed, the likely cause of the event of no image was accidental failure due to a faulty low voltage differential signaling (lvds) board. The likely cause of the bad scope socket was accidental failure due to a faulty receptacle board. The root cause of why the lvds board and receptacle board were faulty could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, white vertical lines displayed across the screen and the screen was grayed out in the center. The image failed to display and could only be restored if the device was turned off/on. Furthermore, a bad scope socket was observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported an unspecified issue to olympus involving the evis exera iii video system center. The event occurred during preparation for use. During a standard service inspection of the customer returned device, a bad scope socket and no image were identified. This report is to capture the reportable malfunction found at inspection. There was no patient involvement, no harm or user injury reported due to the event.